Event description:
It was reported that guide wire fracture occurred. A 182cm choice¿guidewire was selected. While back-loading an unspecified balloon onto this device, it was noted that the wire kinked and then broke into two pieces outside of the patient. The device was removed and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).